Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fluid collection around the implant.

Event description:
Healthcare professional reported right side rupture, "fluid collection around the implant", "yellow fluid, suspicious for the possibility of an implant infection". Device has been explanted.

Event description:
Healthcare professional reported right side rupture, ¿fluid collection around the implant, yellow fluid" and ¿fibrotic capsular tissue with foreign body inflammation." Device has been explanted.